Event description:
When calibrating the machine with strips from this lot, inconsistencies were noted. The machine registered high or low but not within the parameters. When double checked with strips from another lot, the machine registered within parameters. Changing the high low solution had no effect on the readings. This info was submitted as f/u 3/14/93: the rptr has learned that the control solution, not the strips, was causing the problem. The MFR told the rptr that it had made a change in the control solution to make it more environmentally safe. The printed high's and low's of the strips were not correct when used with this solution. Upon becoming aware of the problem, the co changed the labeling. Upon the pharmacy's request, the co did fax the expected high's and low's when using this control solution.